Event description:
Philips received a complaint on an avalon fm30 fetal monitor indicating that there was an alarm malfunction. The device was not in clinical use at the time the issue was discovered. No adverse event or harm was reported.

Manufacturer narrative:
A philips field service engineer (fse) went to the customer site, and confirmed the alarm was malfunctioning. The fse found the fetal monitor settings to be abnormal; therefore, the fse reset the settings. Information was not provided on how the settings became abnormal. The device passed a functional, visual and network check, and also passed an ECG check. The device was placed back into service. Based on the information available and the testing conducted, the cause of the reported problem was the abnormal device settings. The reported problem was confirmed. The device was operational after the settings were reset. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.